Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint devices were received and evaluated visually. The seven needles cannot be distinguished as the batch/ lot number is not printed on the device. Visual observations revealed first has punched up silicon sleeve, second has implants which are in released position but attached to the suture at the distal end of the silicon sleeve. The remaining 5 are missing both implants and suture. The complaint is confirmed. No structural anomalies were observed on the needle or the implants. This failure mode results when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger). Another possible root cause could be the deployment rod (grey trigger) is bent upwards, it can deploy both implants at the same time. For the needle which has silicon sleeve punched up, the possible root cause of the defect could be the over-penetration during insertion. Since the gun is discarded, we cannot discern any definite root cause at this point of time. Nonconformance review was performed, overall no nonconformances were identified for all reported devices part-lot number combinations. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is not currently available. Associated medwatch report number: 1221934-2017-50108, 1221934-2017-50109, 1221934-2017-50110, 1221934-2017-50111, 1221934-2017-50112, 1221934-2017-50113, 1221934-2017-50114, 1221934-2017-50115, 1221934-2017-50117, 1221934-2017-50119, 1221934-2017-50120, 1221934-2017-50121, 1221934-2017-50122, 1221934-2017-50124, 1221934-2017-50126, 1221934-2018-55025.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate (B)(4)¿incomplete. The lot number is not currently available. Associated medwatch report number: 1221934-2017-50108, 1221934-2017-50109, 1221934-2017-50110, 1221934-2017-50111, 1221934-2017-50112, 1221934-2017-50113, 1221934-2017-50114, 1221934-2017-50115, 1221934-2017-50117, 1221934-2017-50119, 1221934-2017-50120, 1221934-2017-50121, 1221934-2017-50122, 1221934-2017-50124, 1221934-2017-50126, 1221934-2018-55025.

Event description:
It was reported that the surgeon opened 15 implants and 13 were defective. Indeed, every time surgeon wanted to deliver the device, both implant (2) instead of 1 were delivered. Surgeon did not try to change the gun before opening every device. Additional information received from affiliate on 13february2018: it was reported that there was a delay in the procedure, but it is unknown how long the delay was. The procedure was completed using other anchors that were readily available. It is unknown if there were any procedural or patient anatomy factors which may have contributed to the breakage. The issue occurred during an initial procedure. No portion of the implant remained in the patient; no patient impact was reported. Additional information received from affiliate on 19october2018: a seventh 12 degree needle was returned due to having an issue related to the reported complaint.